Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01791, 9616099-2007-01792, and 9616099-2007-01793. The event involved a male with unk medical history. The indication for admission to hospital is not known. An elective coronary arteriogram revealed a de novo, type c lesion in the proximal to mid left anterior descending branch described as type c, eccentric, bifurcated and calcified. The safety and effectiveness of cypher has not been established in these types of lesions and/or vessels. The lesion was pre-dilated and implanted with a 2.50 x 18 cypher stent, a 3.00 x 18 cypher stent proximal to the first and finally, 3.00 x 23 cypher stent proximal to the second stent. All three stents were implanted at 15 atm, and in an overlapping fashion resulting in a residual stenosis of 0%. Per-procedural medications included asa and ticlid while asa, ticlid and heparin were given during the procedure. Post-procedural medications were asa, ticlid and pletal. Approx 27 months following the index procedure, the pt experienced chest pain and underwent repeat coronary angiography revealing thrombosis of all three cypher stents. Aspiration and balloon angioplasty were conducted to treat the thrombosis. The cypher stents remain implanted in the pt and thus not available for evaluation. A device history records review was conducted and found this lot of products met all requirements per the applicable manufacturing quality plan. The physician commented the possible cause of the thrombosis might have been due to the ticlid being discontinued at an unreported time and the stents possibly being under-dilated. Based upon the information provided, it is not possible to conclusively determine the cause of the event however, there are lesion and possibly pharmacological and procedural factors that may have contributed to it.

Event description:
Approx two years and three months post index procedure, the pt complained of chest pain and went to the hospital. Coronary angiography was conducted and thrombus was observed in the cyphers. Aspiration and plain old balloon angioplasty (two balloons at 8-10 atm) were conducted to treat the thrombus. The pt had a de novo lesion in the proximal to mid left anterior descending branch. The lesion was type c, eccentric, bifurcated and calcified. The pt went in for an elective case on march 15, 2005. Pre-dilation was conducted with a balloon at 10 atms for 30 seconds. Then a 2.5 x 18 mm cypher stent was implanted, a 3.0 x 18 mm cypher stent was implanted proximal to the first cypher and a 3.0 x 23 mm cypher stent was implanted proximal to the second cypher. All of the stents were implanted at 15 atm for 60 seconds. The three stents were overlapping each other. The residual percentage of stenosis was 0. The pt's medications include the following: aspirin (pre, intra and post procedure), ticlopidine hydrochloride (pre, intra and post procedure), cilostazol (post procedure) and heparin (intra procedure). The physician commented that the possible cause for the thrombotic event was that ticlopidine hydrochloride was stopped, and the stent was under-dilated.